Event description:
The customer reported to olympus, the flexible video scope is no longer showing an endoscopic image. The issue was found during inspection for use. The device was replaced, and the therapeutic procedure was completed without delay. No death, injury or harm was reported. The customer further reported the problem persists even after replacing the battery and wiping off the contacts.

Manufacturer narrative:
No further information was provided by the customer. The subject device has been returned to an olympus repair center for evaluation and inspection. The customer's reported problem was not able to be reproduced. The evaluation did however find the following non-reportable defects: the bending manipulation and insertion tube, curved rubber adhesive part is missing, free-engage lever was loose, and several parts had cosmetic scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was last service via repair on september 14, 2022, for a hole in the bending section cover. The reported problem could not be reproduced and a definitive root cause cannot be identified. However, based on the results of the investigation, it is likely that the image sensor unit failed or a defective circuit board in the video connector potentially led to the malfunction. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.